Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead dislodged. The suspected cause was patient condition. A procedure was done to implant an epicardial left ventricular lead.